Event description:
During a procedure to stop gastrointestinal bleeding, a cook endoscopy endoscopic clipping device was used. The clip was advanced through the endoscope, and then the clip was extended from the outer sheath to prepare for deployment. The clip was closed onto the tissue site, but difficulties with clip release from the clip deployment device were experienced. After advancing the handle back and forth in an attempt to release the clip, the location of the clip was unknown. The clip deployment device and the closed clip were removed simultaneously. Another triclip was used to stop the bleeding successfully. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience andy adverse effects due to this observation. Our evaluation of the returned device was unable to confirm the report of difficulty with clip release. The handle components have separated, rendering the clip deployment device inoperable. Due to the condition of the clip deployment device, a functional evaluation could not be performed. The clip remains attached to the clip deployment device and is in the closed position. A very small amount of tissue was observed inside the clip upon return for evaluation. This confirms the clip had been closed onto the tissue site during use. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of difficulties with clip release is rare. Conclusion: the information provided indicated the accessory channel of the endoscope used with this device is 2.8mm. The instructions for use for this product line contain the following statement: "please refer to the product package label for the minimum channel size required for this device." The product package label for this device indicates that this device is compatible with the endoscopes that have a minimum accessory channel size of 3.2mm. Difficulty with clip release can occur if the device is used with an endoscope that has an accessory channel smaller than 3.2mm. This is the most likely cause for the reported observation. A separated handle can occur if the device receives excessive pressure, perhaps in response to difficulty with release. The information provided indicated the device was used with an incompatible endoscope (the accessory channel is too small). Use of the triclip with an incompatible endoscope could have encouraged an application of excessive pressure and contributed to handle separation. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. A corrective action has been implemented to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. This product was manufactured prior to implementation of this corrective action. No further corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of difficulty with clip release is rare. Customer quality assurance will continue to monitor for complaint trends.